Event description:
The customer reported experiencing high blood glucose since the night before. Troubleshooting was performed. The blood glucose reading at time of call was 337mg/dl. Reviewed the alarm history and found low reservoir alarms. The customer changed the infusion set to resolve the issue. The programming, time, and date were correct. Ran a fixed prime test and passed. During the call, the customer stated that he was hospitalized due not non diabetic reasons, and he had a hip replacement. The customer stated that his glucose reading was running high. Performed a high pressure test and the test passed. The customer stated that the insulin pump was exposed to a CT scan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.